Manufacturer narrative:
Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. The reported failure mode of device migration could not be independently confirmed. No post implant clinical images, nor the physical device were available to allow for evaluation of the reported failure mode. The root cause of the device migration could not be established with the available information; however, it was reported that the device may have been deployed too high during the index procedure, and/or the angiograph may have been misread during the index procedure. Images were provided and imaging analysis was performed. The following was reported: pre-implant cta submitted for evaluation. Proximal neck angle measures > 60 degrees. Diameters in the first 15 mm of neck length range from 22 mm ¿ 25 mm. Diameters in the distal lci range from 8.1 mm ¿ 15.1 mm. Diameters in the distal rci range from 8.4 mm ¿ 10.1 mm. There is calcium present in the common iliacs bilaterally, however, no significant thrombus or tortuosity is present. Unbale to confirm the reported migration, unintentional coverage of any artery or endoleak. It should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, component migration and occlusion of native vessel. In addition, gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), provides the following: caution: do no cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent endovascular treatment of a abdominal aortic aneurysm utilizing gore® excluder® conformable aaa endoprosthesis following the deployment of the trunk-ipsilateral leg component, a type ib endoleak was observed. An additional contralateral leg component was implanted distally, and the leak was resolved. No issues were noted on the final angio and the procedure was completed. On an unknown date, proximal migration (somewhere between 10-20 mm) of the conformable device was noted. The device covered both renal arteries and majority of the sma. It is reportedly unknown if the device was inadvertently deployed too high during initial implant and the angio may have been misread, or if the device migration occurred post implant. It was also reported, it is unknown if movement of the trunk-ipsilateral leg component occurred during treatment of the distal endoleak at initial implant procedure. On 4/15/2023, reintervention was performed in which a stent was placed in the sma. It was also reported fsa was not present at reintervention and is unaware of what exactly was done at the reintervention procedure. Physician attributes this migration possibly due to patient being on the larger side, angulated neck, and possible misread imaging.